Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low amplitude leading into oversensing noted on atrial fibrillation (af) events. The boston scientific technical services (ts) recommended to test in office, get x rays and if the suture sleeve is covering up the xyphoid node, program to secondary. This s-ICD remains in service. No adverse patient effects were reported.